Event description:
It was reported that a pta balloon ruptured at 14 atms during the third inflation on the venous side of an upper arm av fistula. Reportedly, upon removal from the introducer sheath, it was observed that there were loose balloon fibers wrapped around the pta balloon and guidewire. Reportedly, attempts were made to separate the pta balloon dilatation catheter from the guidewire, however, this proved unsuccessful. Both the pta balloon catheter and the guidewire removed as a single unit from the patient. An additional guidewire was advanced and another pta balloon dilatation catheter was used to successfully complete the procedure. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was manufacturing related cause for this event. This is the only complaint for this lot number to date. The complaint sample has not been returned to the manufacturer for evaluation to date.